Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their elecsys 2010 disk analyzer. All testing was performed on the same analyzer. The patient's initial hcgb result was 179.2 miu/ml accompanied by a data flag. This result was reported outside the laboratory. The doctor questioned the result and the customer repeated the sample. The second hcgb result was 184.8 miu/ml accompanied by a data flag. On (B)(6) 2012, the third hcgb result was 2494 miu/ml accompanied by a data flag. On (B)(6) 2012, the fourth hcgb result was 2422 miu/ml accompanied by a data flag. On (B)(6) 2012, the patient's sample was sent to another laboratory for analysis. The customer said the result was "in the 2000's" but could not provide the exact result. The customer does not know which result was correct. The patient was not adversely affected by this event. The hcgb reagent lot number was 16494803 and the expiration date was 01/31/2013. The field service representative could not determine the cause of the issue. He checked the unit completely and no problems were found. Operational testing results were ok. Performance testing was done with results within range. The instrument was working as well as specification. Upon investigation, one result had an error code 40 indicating the pc signal level was out of range, it is not clear which assay had the error code. It was also observed that a couple of assays had multiple packs on board, and the older packs were overdue for a reagent pack calibration. Training was provided to the customer about the importance of reagent pack calibration, the proper handling of pro cell, and that results with an error code 40 should not be reported.

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control date were within range. A general reagent issue could be excluded. Based upon the information provided for investigation, one result had an error code 40: pc signal level out of range. The field application specialist provided training to the customer about the importance of reagent pack calibration, the proper handling of pro cell, and that results with an error code 40 should not be reported. The erroneous results did not cause adverse events.